Manufacturer narrative:
(B)(4). Date sent: 5/9/2024. B3: exact event date unk, entered 1/1/2024 as only the year was provided. D4: batch # unk. Investigation summary: this is an analysis of the photos submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the photos show a packing with product code ec60a, lot # t95k2u, exp. Date: 2026-05-31. The t95k2u lot number is not found in our quality tracking system. Additionally, the artwork print on the tyvek was reviewed and compared with authentic package artwork and did not match the artwork print due to several inconsistencies noted on the printed and does not comply with j&j standard. Based on the photos reviewed, the counterfeit product is confirmed. Additional information was requested and the following was obtained: how was the product purchased? Test purchase performed by investigation is there an indication of how the product was distributed? No. Is there any indication of the source? No. Based on the packaging, is there any indication of which market the original genuine product may have come from? No, it is counterfeit. Was the device used on a patient? If so, was there any patient consequence? No. Is a photo available of the product? Yes, please see them attached. Is the device available to be returned for evaluation? If so, please provide the status of the return sample and any available tracking information. Yes. How many devices are suspected to be counterfeit? Just one product name: flex 60 articulating product code: ec60a lot number: t95k2u. All others are not counterfeit, there is seal evidence.

Event description:
It was reported that the global brand protection latam team has performed a test purchase in mexico, 2 different non-authorized and suspicious sellers. Counterfeit product is confirmed with no patient involvement.

Manufacturer narrative:
(B)(4). Date sent: 6/27/2024. D4: batch # 497a85. Investigation summary: the product and packaging pictures were received at ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device and pictures of the packaging. Visual analysis of the returned sample revealed that the ec60a device was returned with no apparent damage. The returned sample was visually compared against an original ec60a test device. The following observations were noted during the visual inspection. The received sample presented several components like the closure trigger, the knob, and the nozzle with a much lighter tone of gray than the original product. In addition, the cartridge channel should have the number scale pad printed (ink transfer) and not laser engraved as seen on the returned product. Lastly, the printed letters in the handle area were noted to be bold and bigger letters when compared to the test device. The returned device had a batch number printed on the firing trigger. The batch number 497a85 printed on the device is a valid batch number. However, belongs to a long60a product manufactured in 2021, therefore the expiration date should be in 2024 and not in 2026 as stated in the package of the returned device and the product code printed on the trigger does not match the device received and the product code on the packaging. There were significant differences observed between the photographs of the suspect packages and the authentic package/artwork. The lot number t95k2u and expiration date on the suspect packages does not match any information in our j&j systems. The evaluation performed determined that the suspect package and product received for analysis is not authentic johnson & johnson product. The received complaint sample is confirmed as counterfeit product. Device history review: t95k2u - not found in the quality system, 497a85 belongs to a long60a product code , a manufacturing record evaluation was performed for the finished device batch number 497a85, and no non-conformances were identified.